Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer changed out the infusion set supplies to address the issue. Customer¿s blood glucose level was 208 mg/dl.